Event description:
The cutting guide broke in two pieces during impaction. No pt/user harm. The surgery was completed successfully.

Manufacturer narrative:
A document review of the lot 096776 ((B)(4)) was done and no anomalies were found related to the problem occurred. No other similar event was reported concerning this lot. The breakage is thought to be associated to an improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case. Thirteen similar events were reported to FDA: 2010-00035; 2010-00040; 2010-00041; 2010-00042; 2010-00046; 2010-00047; 2011-00004; 2011-00005; 2011-00006; 2011-00010; 2011-00014; 2011-00016; 2011-00017 and a follow-up to explain the modification/adjustment decided, was already sent on (B)(4) 2011. The follow-up is applicable also to this event.